Event description:
Depuy ace orthopedic products that were surgically implanted in 2003 for a fractured right hip break. This required another surgery after 8 mos to remove the broken hardwre and replace it.